Event description:
A physician reported this report of vertical gas breakthrough occurred at the six o¿clock position, due to which the corneal flap could not be lifted in the patient¿s left eye. The patient was stable and did not move during the procedure; however, the excimer treatment was not performed. The surgeon therefore postponed the procedure. The surgeon was advised to wait two or three months for proper corneal healing and to plan for a stream light procedure.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).